Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2025, the patient experienced a seizure and became unresponsive at home shortly after a cgm sensor was placed on the arm. The patient's girlfriend checked the dexcom mobile device, which showed a reading of 80 mg/dl. A fingerstick (fs) test was performed, showing the blood glucose level of 30 mg/dl. Emergency services were contacted, and upon arrival, paramedics confirmed a blood glucose level of 44 mg/dl via their own testing. No cgm readings were mentioned or verified by the paramedics for comparison. The patient received intravenous treatment (specific medication not reported) to stabilize blood glucose levels. At some point the patient regained consciousness and was stabilized. The following day, the patient followed up with their diabetes care provider to discuss the event. At the time of this report, the patient is reported to be doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.